Manufacturer narrative:
Concomitant medical products: d284vrc ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unstable impedances and noise on the right ventricular (rv) lead. It was also noted that there was noise with pocket manipulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.